Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The drive support cap is flush. The blood glucose reading is 274 mg/dl. Customer treated with insulin advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to moisture damage inside force sensor. All the buttons functioned properly and no moisture damage on keypad traces noted. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.